Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. The stent was completely deployed and missing, as it was placed in the patient. The distal part of the outer catheter including the radiopaque marker band was missing which leads to confirmed result for sheath break and detachment. There was no indication for a manufacturing deficiency. In this case, it was reported that a 10f introducer was used with a 180 benson guidewire for access, the tracking vessel was neither tortuous nor calcified, the lesion was predilated, and the device was flushed before use. Based on the provided information and the evaluation of the returned sample, the investigation is closed with confirmed results for break and detachment. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling for this product was reviewed. The instruction for use states: ¿if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.¿ regarding preparation of the device the instruction for use states: ¿prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment¿. Regarding the anatomy of the placement site the instruction for use states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy¿. Regarding accessories the instruction for use states: ¿prepare a stiff 0.035¿ guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended¿. The packaging pictograms indicate an introducer size of 10f and a 0.035¿ guidewire. The IFU also mentions detachment of device parts as a potential complication. D9, g3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using a fluency plus endovascular stent graft device. During the procedure, it was reported that the stent deployed successfully, but while removing the stent shaft, the tip broke off and had to be retrieved using a snare. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using a fluency plus endovascular stent graft device. During the procedure, it was reported that the stent deployed successfully, but while removing the stent shaft, the tip broke off and had to be retrieved using a snare. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.